Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the sterile kit was found damaged at the warehouse.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. Visual inspection of the photos confirmed a crack in the outer tray of the kit. The customer also returned one unopened PICC kit. Visual inspection of the returned kit confirmed there was crack in the corner of the outer tray as well as in the flange. Packaging was consulted to see if this defect could be related to a design issue. They stated, "the damaged corner shows that the tray was exposed to hazards that exceed normal distribution hazards and this may have caused both the corner damage and the flange damage." Based on the additional crack noted in the bottom corner of the tray and in the customer photo the damage seen does not directly align with a design issue. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a sterility issue was confirmed through complaint investigation. Visual analysis revealed a crack in the corner of the outer tray as well as in the flange. After consulting with packaging, the failure mode doesn't directly align with a design issue. Based on the sample received and the customer description, the root cause for this complaint is storage and shipping. Teleflex will continue to monitor and trend for report of this nature.

Event description:
The customer reports that the sterile kit was found damaged at the warehouse.